Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed during a capture testing. Noise was not reproducible with isometric test or tapping on the can. The noise seen on the ventricular channel was able to be reproduced during pacing. Review of the strips revealed that the noise was intermittent and variable. A decrease in sensing, but still within limits was observed. The lead was capped and replaced.